Event description:
The customer reported normal saline was infusing at 100ml/hr and within an hour the entire bag of 1000ml had infused. The customer performed their own test, not connecting the tubing to a pt. A new bag of normal saline was hung and the pump was set to infuse at 100ml/hr; the infusion free flowed. There was no report of pt harm and no medical intervention was required. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report will be submitted with investigation results once the eval is completed.